Event description:
Information received from the field does not address the patient's clinical status but notes that the device could not be interrogated and a telemetry link could not be established. Exposure to cautery during a recent breast biopsy was reported.